Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported with the use of the bd autoshield¿ duo pen needle the safety did not engage after administering insulin which led to a needle stick injury. There was no report of medical intervention.

Event description:
It was reported with the use of the bd autoshield duo pen needle the safety did not engage after administering insulin which led to a needle stick injury. There was no report of medical intervention.

Manufacturer narrative:
Customer returned (5) open autoshield duo samples without the tear drop label. Customer states that the safety did not engage after administering insulin which led to a needle stick injury. All returned samples were tested and all were able to expel properly without any observed leakage. All samples were also activated properly without any exposed cannula that could lead to a needle stick or any other observed defects. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Based on the samples/photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure.